Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the trailing haptic tore during insertion. The reporter stated the cause of the lens damage was unknown. When the lens was removed, the incision was enlarged. There were no other pt injuries. The reporter could not recall the model and lot numbers of the cartridge and injector used during surgery.